Event description:
It was reported that pump experienced malfunction alarm with code malf 0 and related fault ID, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully performed reset without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if issue recurred.